Manufacturer narrative:
The reported field event of an output anomaly was confirmed in the laboratory. The device was tested on the bench and the hv output circuitry was damaged. Visual inspection noted an arc mark on the device can. Further evaluation of the arc mark indicated the presence of lead material. The damage found is consistent with that caused by arcing between the hv conductor and ICD can. It is believed that a lead anomaly caused the arc mark which resulted in the output anomaly.

Event description:
New information received indicates that the patient was stable during the procedure.

Event description:
Additional information: the device is advisory.

Event description:
It was reported that a patient presented via merlin.net transmission. Upon review, an alert for potential hv lead issue and hv circuit damage were noted. Review of the vf episode revealed that multiple therapies failed to convert the rhythm possibly due to out range low hv lead impedance. The therapies were abandoned by shorted output stage detection and rhythm was converted on its own. The initial cause of the over current detection was possibly caused by underlying lead issue that was uncovered by hv therapy delivery. The initial therapy could have also caused the device damage. Lead revision and device replacement were suggested. No patient symptoms were noted. Later, the patient presented to the ep lab with low out of range alert for ocd on the rv lead. The hv therapy was turned off. The patient was admitted to the hospital for overnight with external defib support. The device and the lead were explanted and replaced.